Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The eval found that the upper and lower auxiliary assemblies were failing. Which are known contributors to the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no pt injury.